Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) , product type recharger g2. Foreign: sg analysis of the returned wireless recharger serial # (B)(6) confirmed the patient's allegation. The wireless recharger presented an error condition (orange led, alert tone), and "battery ,communicationfail" in the log files. A battery pack failure was noted. The wireless recharger also had a main board temperature sensor post failure observed. The post failure issue does not impact the functionality of the wireless recharger. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the red light appears on the on/off button when attempt to turn on. Patient confirms that the recharger is left on the dock at all times. Patient is aware not to put recharger back on the dock immediately after removing it. No symptoms reported. A replacement was given.